Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the test failure is the open resistor. The root cause of the open resistor is the rescue defibrillation while the lifevest was worn by the patient. There is no indication that the open resistor caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away in the emergency room while wearing the lifevest. The patient reportedly 'flat lined on hospital monitor, wearing lifevest with blue gel present. Review of the download data indicates that the patient entered bradycardia at 18:30:44. Beginning at 18:47:06, the patient entered an idioventricular rhythm at 90bpm with CPR artifact degrading to vt from 100bpm to 150bpm. A non-lifevest defibrillation was delivered and the rhythm at the time of the treatment was vt at 190bpm. The post-shock rhythm was asystole transitioning to an idioventricular rhythm from 60bpm to 90bpm. The varying heart rate and rescue defibrillation prevent the lifevest from executing a treatment sequence during vt. CPR artifact continued to be present and contributed to a false detection by the lifevest which resulted in one shock being delivered by the lifevest. The rhythm at the time is unknown due to the presence of CPR and motion artifact. The rhythm following the shock was an idioventricular rhythm at 60bpm. The patient remained in the idioventricular rhythm until the electrode belt was disconnected. The patient reportedly passed away approximately 40 minutes following the electrode belt disconnection.